Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) underwent a procedure to clean an infection that occurred in the pocket. No other adverse patient effects were reported. The device and the associated leads remain implanted and in service.

Manufacturer narrative:
No additional information is available. If any additional information does become available, this report will be updated.